Event description:
It was reported that, during a software upgrade, the established telemetry was lost. Telemetry could not be re-gained. The programmer was rebooted but there was still no success. Technical services advised to do a magnet reset. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the magnet reset was successful and the device was interrogated as needed. The device remains implanted. There were no adverse patient effects. It was reported that, during a software upgrade, the established telemetry was lost. Telemetry could not be re-gained. The programmer was rebooted but there was still no success. Technical services advised to do a magnet reset. There were no adverse patient effects. The device remains implanted.